Event description:
It was reported that there was an issue with ft802t - yasargil clip mini perm.fen.3,5/3mm 45°. According to the complaint description, two (2) clips had been placed on the basilar artery. Postoperative scan results showed that one (1) clip had "slip out" (most likely the additional clip ft802t). The clip was not removed from the patient's body. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this malfunction is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided. The malfunction is filed under aesculap ag reference no. (B)(4). Involved component: ft724t - yasargil ti perm mini-clip cvd 5mm (aesculap ag reference no. (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: on (B)(6) 2024 a second surgery occurred to remove the clip by request of the patient's family; this was performed despite the surgeon's concern about the risk. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Involved component: ft724t - yasargil ti perm mini-clip cvd 5mm (aesculap ag reference no. (B)(6)).

Event description:
Involved component: ft724t - yasargil ti perm mini-clip cvd 5mm (aesculap ag reference no.(B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon historical data analysis, and event description. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Even after good faith attempts for retrieval, no further information could be received. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/preventive measures: due to the lack of data and without the complaint sample being available for investigation, a definite root cause cannot be determined. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. There is no indication for a material, manufacturing, or design-related failure. Based upon the investigation results, a CAPA is not required.